Manufacturer narrative:
Physio-control removed the battery that appeared to be causing the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed battery and was unable to duplicate the reported issue.

Event description:
The customer contacted physio-control to report that their device was unable to complete a full charge cycle for defibrillation when charging to 360 joules. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. It was observed that the reported issue was repeatable when a certain battery was used. The battery had a charge of 2 bars but would quickly drain to 1 bar during testing. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to complete a full charge cycle for defibrillation when charging to 360 joules. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.